Event description:
It was reported that pump displayed multiple cartridge alarm 20 events on april 11, 13, and 15, and caller had experienced similar cartridge alarms previously with same pump. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate insulin delivery if needed, while technical support arranged a replacement pump under warranty, provided instructions for storage mode and returning problematic pump within 10 days, and advised customer to program pump settings and connect continuous glucose monitor on replacement device.